Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021 during an unknown procedure, three (3) 1.5mm drill bit with 8mm stop, one (1) 1.5mm drill bit with 6mm stop, one (1) matrix drill bit, and one (1) 1.5mm 2 flute drill bit broke during an unknown procedure. The drill bits did not fit properly through the customer cutting guide for the patient specific plates. The drill fit through when placing them through by hand but it was a tight fit resulting in burring of the titanium cutting guide and breakage of the drill bits. The procedure was successfully completed using a transbuccal 1.5mm drill bit. Fragments were generated and easily removed without additional intervention. Patient outcome is unknown. Concomitant device reported: unknown cutting guide (part# unknown; lot# unknown; quantity: 1). This report is for one (1) 1.5mm 2 flute drill bit/80mm. This is report 4 of 6 for (B)(4).